Event description:
The customer called to report that the insulin pump has a blank display and condensation under the screen. The customer stated that the insulin pump was submerged in water briefly. The reported blood glucose reading was 215 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor.